Event description:
It was reported that during testing the piece hung in the handpiece. There was no patient impact.

Manufacturer narrative:
H3: the service report (B)(4) verified the customer complaint and noted that the unit/handpiece arrived with a broken/stuck bur. Visually, the inner shaft was broken 0.61 inch from the distal end of the inner hub to the broken point. There were traces of grease observed on the broken shaft. There was no damage noted to the proximal end of the inner hub (seal was intact). However, the distal outside diameter of the inner hub was deformed. The outside diameter of the inner hub shall measure .330 ± .002 inches and measured .353 inches in deformed area of the hub which was out of specifications. It was also observed that the irrigation port was damaged, and there were traces of indentions found on the outer tube and proximal end of the outer hub. Functionally, the device failed due to the damaged condition upon return and the inability to load into a handpiece. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: fdc d02 code no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.